Manufacturer narrative:
During the service evaluation of the associated drill the service technician observed debris within the nose tip of the drill. The debris within the nose tip may cause or contribute to the bur breaking.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.